Event description:
The customer reported 60 ml syringes damaged. The customer provided photos that show broken luer tips and broken syringe barrels. No further information could be provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: from the photos provided there is evidence showing cracked and broken off luer skirts, broken off barrel finger flange and broken off luer tip. The device history record was reviewed and indicated that the product and specification requirements were met with no non-conforming product identified. Based on all available information, an exact root cause could not determined. All information received will be used for further tracking and trending purposes.